Event description:
It was reported that the patient had their implantable neurostimulator (ins) turned off and drained the battery after walking through a "new" airport scanner. Additional information was requested, but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-03229

Event description:
Additional information received reported that the patient did not have concerns with his device or therapy. The patient noted that he received assistance from the physician or the manufacturer's representative and his concerns were resolved. The patient further noted that he was having concerns regarding his device or therapy but was working with his physician or the manufacturing representative. It was noted that the patient had an appointment scheduled for (B)(6)-2012. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-03229.

Manufacturer narrative:
Lead model 3387-40 lot #j0424916v implanted: (B)(6) 2004 explanted: na; extension model 748251 serial #(B)(4) implanted: (B)(6) 2004 explanted: na; concomitant system: neurostimulator model 7426 serial #(B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2006; lead model 3387-40 lot #j0424916v implanted: (B)(6) 2004 explanted: (B)(6) 2012; extension model 748266 serial #(B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2012; programmer model 7438 serial #(B)(4).